Event description:
It was reported that this right atrial (ra) lead exhibited high impedance and high threshold measurements. There was no evidence of noise. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).